Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver unspecified medications, via gravity. The tubing set was connected to the pt's IV access site. After an unspecified length of time, it was reported that while refilling the burette of the tubing set with solution, the float valve in the burette closed resulting in no flow. After an unspecified length of time, the customer contact reported that the float valve opened. No specific details were provided. The therapy was resumed with the same tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.